Event description:
The following has been reported: (B)(6) 2024 brock pump alarmed service needed. Pump not infusing at time of alarm, no patient harm. Staff did hard reboot and alarm cleared. An initial review of the device logs reveals the following: software anomaly (cam movement failure) an active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
Device was not returned. Investigation of the software anomaly was performed. Fluid valve cam oscillated between two angles on either side of the target angle until the move retry limit was exceeded. This resulted in a fail-stop pump-problem alarm. Valve oscillation can lead to fail-stop pump-problem alarm, leading to delay of therapy. Summary of investigation is that the pump experienced a temporary failure due to a coding error. Problem resolved once pump was rebooted. Issue was addressed as part of an internal action and incorporated into software release 5.9.1. This was implemented via recall #z-1484-2024.